Event description:
During the trial implant procedure, the evoke scs percutaneous lead was damaged through interaction with the epidural needle. A contact from the lead was fractured and unable to be retrieved. The implanting physician assessed that the contact may remain implanted, for removal during the patient¿s permanent implant procedure. It was noted that physician technique and experience with placing the epidural needle and evoke scs lead may have contributed to the reported event.

Manufacturer narrative:
The evoke scs percutaneous lead was discarded. The reported event references contact damage as a result of interaction with the needle. It was noted that physician technique and experience with placing the epidural needle and evoke scs lead may have contributed to the reported event; this is unable to be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "breakage of the lead, or malfunction or failure of other system components, which may result in undesirable changes or loss of stimulation." The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Manufacturer narrative:
Additional information: section d6b. - explantation date. Section d9 - device available for evaluation, date returned to manufacturer, device. Returned to manufacturer. Section g3 - date received by manufacturer. Section g6 - type of report. Section h6 - evaluation codes. Section h10 - manufacturer narrative. A portion of the lead was returned. The reported device fracture was confirmed following visual inspection of the returned device. No further testing was performed due to the condition of the device. Implanting technique and unintentional interaction with the epidural needle were reported to have contributed to the lead fracture. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "breakage of the lead, or malfunction or failure of other system components, which may result in undesirable changes or loss of stimulation." The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Manufacturer narrative:
Additional info: section b5 - event description.

Event description:
Saluda representatives confirmed that the fractured lead was successfully removed from the patient during the permanent implant procedure.